Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield swivel adaptor was returned for evaluation: device history record (DHR) - record showed no abnormalities related to the reported failure. Failure analysis - it was confirmed the returned unit did not meet all specific functional test. The a3018 mayfield composite series swivel adaptor, standard was slipping because the black knob of the a3101 base unit was broken, when the black knob is replaced, the slipping will be eliminated. The reported complaint is confirmed from the evaluation. The black knob of the a3101 base unit was broken leading to the slipping of the adaptor. The observed condition is likely caused by improper handling. The definite root cause cannot be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a3018 mayfield composite series swivel adaptor was slipping. There was no known patient contact or delay in surgery.